Event description:
Related manufacturer reference number: 2017865-2021-34164. It was reported that a patient presented remotely on (B)(6) 2021 with an episode of noise reversions on their right ventricular and right atrial lead, in addition to lead-to-lead noise. Additional atrial lead noise resulted in inappropriate automatic mode switching. No intervention was reported. The patient was stable throughout.